Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic right hemicolectomy, the stapler was closed around the tissue and engaged successfully, but the green safety button would not deploy, and it did not fire. The surgeon was unable to unengage the stapler cartridge after misfiring. Another handle was opened to resolve the issue. There was no patient injury.